Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) on 8/27/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: the device was received with no fluid. Yellow material was observed within the device. Upon receipt the device appeared intact. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Complaint was confirmed. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Potential cause: review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation dislodged valve material from a valve puncture or tear water soluble crystal like material (residual nacl from the fill solution) external contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. At this time is not possible to determine the origin of the yellow material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Deflation is a known complication associated with mentor mammary prostheses. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. This report contains supplemental information for mentor asr/psr reference number ip-00048058. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced bilateral deflation post procedure. As a result, the devices were explanted on (B)(6) 2018. See 1645337-2019-17785 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number ip-00048059.